Event description:
Patient had a traumatic re-tear in the early post-op phase. Mechanism was poorly described by the patient, in that it occurred in her sleep. MRI showed that the anchor pulled out and the patient came back on tuesday. It was found that the suture did not pull through the tendon, the knots did not come undone, and the anchor didn't pull out of bone. Rather, the 6.5 anchor broke at the level of the deeper eyelet and the remaining anchor was intact. Surgeon indicated he always uses the 5.0, but in this instance it pulled out; so he put in a 6.5 in the same bone tunnel. Surgeon indicated that in his mind, there was no possibility of that anchor breaking on insertion or knot tying; it was a fatigue fracture as that site of the eyelet. Malfunction report form states the following: surgeon performed a rcr using a twinfix 6.5mm anchor. Approximately 6 months after surgery during rehabilitation patient felt a rip in her shoulder as well as a loose body causing irritation in her subacromial space. MRI showed the anchor pulled, well in fact it, was a fatigue fracture at the site of the second eyelet on the anchor. The knots were intact adn suture was still passed through the tissue. The broken eyelet piece was removed during the second surgery. Clarification of whether the threaded portion of the anchor was removed has been requested. Also, further confirmation of details on the 5.0 anchor pulling free was requested.